Event description:
It was reported that a pump experienced a malfunction with code 16-0x20e6. There was no reported adverse impact to the customer¿s blood glucose level. The customer noted the malfunction and the device was scheduled for return, after which a replacement pump was provided.